Event description:
It was reported that prior to docking the patient side cart to the patient for a da vinci s surgical procedure, the customer experienced system error codes 23020 and 23034. With the assistance of a technical support engineer (tse) the site cycled the endoscopic camera manipulator (ecm) clutch and insertion buttons, however, the system error codes would not clear. The site shut down the system, restarted in standalone mode, cycled the clutch buttons on the ecm and then emergency powered off the system, however, system error code 23034 recurred when the site restarted the system. The patient was under anesthesia and the port placements were made when the surgeon made the decision to abort the planned surgical procedure. No patient harm, injury or complications were reported.